Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack and the power supply connector was physically damaged. The cause for the failure was isolated to a contaminated battery board and the damaged power supply. The root cause for the contamination was due to ingress of an unknown liquid. The root cause of the damaged power supply connector was physical damage. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was unable to charge a battery pack.